Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was diagnosed and hospitalized for meningitis in (B)(6) 2017. No product deficiency is alleged. The patient will be seen again.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation only found damage to the active electrode most likely attributable to the removal surgery. Reportedly, the recipient presents an altered cochlear anatomy, which is a predisposing factor for meningitis. However, a review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device being the source of infection. This is a final report.

Event description:
It was reported that the patient was diagnosed and hospitalized for meningitis in (B)(4) 2017. No product deficiency is alleged. As per additional information received, the recipient underwent a 6-week course of rocephin for treatment of his meningitis. Imaging performed in (B)(4) 2017 was reportedly normal. There was no allegation against the device with regards to the meningitis. The recipient was vaccinated against meningococcal meningitis prior to implantation and had not previously had an episode of meningitis. Exact details on if csf (cerebrospinal fluid) cultures were taken was not made available. Additionally, decrease in performance with the device and irregular in situ measurement results were also reported. In (B)(4) 2017 the recipient reported having pain over the device site and was instructed to discontinue use of his cochlear implant. There was no report of infection and the pain was present without use of the processor as well. The recipient was re-implanted on (B)(4) 2018. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. It was also reported that the number of extra-cochlear channels was unclear. The recipient is doing well with the new device.